Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2025 06674. Investigation is ongoing.

Event description:
Per report received from canada, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. The patient presented with tortuous femoral artery anatomy and heavily calcified ascending/transverse aorta. Previous femo-iliac lithotripsy (using a shockwave balloon) was performed, and the esheath+ was inserted and dilated with an 8mm non-edwards balloon. The valve was crimped, inserted into the esheath+ and the alignment was performed. The valve was then advanced up only to the the transverse aorta with much resistance due to the calcification and tortuosity, and it was unable to advance more into the aortic annulus. While attempting the advance of the system, a strut of the frame was partially bent. It was decided to lower the valve and deploy it into the descending thoracic aorta instead of attempting the withdrawal due to the bent strut. The commander was removed and the procedure continued with the same esheath+. A new 23mm sapien 3 ultra resilia was prepped and successfully deployed in the aortic position, and the devices were removed. Upon the removal of the esheath+, the patient became extremely tachycardic and hypotensive. Peripheral contrast aortography showed that an aorto-iliac rupture had occurred after the sheath removal. All treatment measures were attempted (pharmaceutical, cardio pulmonary resuscitation, peripheral vessel stenting, balloon occlusion, etc) unsuccessfully and patient passed away.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for frame damage was unable to be confirmed due to unavailability of device or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the patient presented with a femoral artery anatomy and ascending/transverse aorta tortuous and heavily calcified [...] The valve was then advanced up only to the transverse aorta with much resistance due to the calcification and tortuosity, and it was unable to advance more until the aortic annulus. While attempting the advance of the system, a strut of the frame was partially bent." The presence of calcification and tortuosity can make the pathway challenging as the delivery system advance through patient anatomy, which could potentially lead and contribute to the reported difficulty when attempting to reach the native annulus. It is likely that the frame interacted with calcification during the advancement of the delivery system through the patient anatomy and, if compounded with further device manipulation, could result in the reported frame deformation. As such, available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.